Event description:
It was reported that an ilet bionic pancreas with serial number (B)(6) became unresponsive and would not power on despite charging, consistent with a touchscreen component issue and a user-facing unresponsive interface. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a software problem associated with an unresponsive key or button behavior localized to the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.